Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per (B)(4). Corrected data: d8 was this device serviced by a third party?: previously reported as no ; updated to unknown. E1 initial reporter contact / address / phone numbers. E4 initial reporter also sent report to FDA?: previously reported as no ; updated to unknown.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a patient reported difficulty in breathing related to a CPAP device's sound abatement foam. The patient reportedly got hospitalized in response to the event. The patient did receive medical intervention in the form of a prescription for inhaler. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 has been updated. Section d4, unique identifier (UDI) was incorrectly captured in previous report, it has been corrected in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient difficulty in breathing. The patient reportedly got hospitalized in response to the event. The patient did receive medical intervention in the form of a prescription for inhaler. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.